Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported in a journal article that the patient was implanted with a harris galante ii acetabular cup in 1992. The patient presented an asymptomatic partial separation of the shell. He has no radiographic evidence of proximal pelvic osteolysis and is being closely followed.